Event description:
The account stated that the head motor capacitor vented and released a small amount of smoke and smell.

Manufacturer narrative:
The accounts biomed replaced the capacitor for the head motor to repair the bed. A month later the bed was scrapped to make room for new beds.